Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision cellulitis of the incision area. Ensure dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: -if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. If a leak source is identified, patch with additional drape to ensure seal integrity.

Event description:
On (B)(6) 2019, the following information was reported by the patient: the patient allegedly experienced an infection the previous month. Per review of kci records dated (B)(6) 2019 the physician reported the patient was admitted to the hospital on (B)(6) 2019 for possible wound infection. The patient's wound cultures obtained on (B)(6) 2019 tested positive for wound infection. The patient was placed on vancomycin and diflucan intravenous antibiotic therapy and the activ.a.c.¿ therapy was placed on hold. A device evaluation of the activ.a.c.¿ therapy system is currently pending investigation.